Event description:
A caller reported a malfunction on the pump, which resulted in their blood glucose level exceeding 500 mg/dl, though the specific value displayed was "high." The customer had not taken any actions to address the high blood glucose level, nor was any third-party assistance required. Technical support decided to replace the pump, and a follow-up was planned to confirm the serial number.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg had not yet been addressed. Technical support decided to send a replacement pump, ensuring it had updated software. The customer will rely on multiple daily injection as backup to ensure delivery of insulin therapy.